Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, it was discovered that mega suture-cut needle driver instrument cable was broken. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there were no reports of fragments falling into the patient.

Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. The mega-suturecut needle driver instrument was found to have a broken grip cable at the distal end. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.